Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced diminished pain relief from the scs system and the patient was unable to increase the stimulation strength. Diagnostics revealed the patient's cervical placement scs lead was exhibiting high impedances on multiple contacts. The patient's scs system was reprogrammed but the issue persisted. Consequently, the patient's scs lead was replaced and effective stimulation therapy was restored.